Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('you would definitely see some relief after removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy.). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('I know exactly how it feels to want your old self back, I bet you see some relief after removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had hysterectomy.). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record us-bayer- will be deleted. Amendment: in this social media report it was not reported that patient had essure removed, only that she wants to have it removed to get her old self back. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.